Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 687 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER six hours later with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling and was using insulin exposed to extreme temperatures. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours and using insulin exposed to extreme temperatures are off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.